Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother stated the customer was hospitalized for three days for hyperglycemia. She said there was possibly an issue with the cannula or tube,although she was unsure whether this was the case. A request was made for the return of the device.